Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached 30 mmol/l (540 mg/dl) while wearing the pod between 49 and 71 hours. Symptoms reported include hyperglycemia, feeling weak, couldn't breathe properly, sick, nauseous and retching. The patient had a cough and a cold a few days before the reported event. The patient was treated with 5 units of insulin administered via pen and a new pod was applied by the healthcare professional. The pod was removed at the hospital and discarded. The patient was discharged the same day.